Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The product was returned, and the issue was confirmed. The field log was reviewed, and a sudden pump stop alarm 119 (electrical failure) occurred 2 hours into the run. There were no purge alarms prior to the event. The returned pump was visually inspected, and no abnormalities were observed. The pump was connected to a console and the pump stop was reproduced. Electrical resistances were measured, and all were found to be above specification. The red handle was opened and purge solution poured out of the handle. The purge line was pressurized via syringe with water connected to the sidearm and a leak was reproduced with droplets from the catheter side of the strain relief. Per the results of the clinical review and investigation, the root cause was determined to be an electrical short due to purge ingress into the red handle from the catheter. There was likely excessive force applied to the catheter during pci resulting in the purge line leak. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the pump stopped after over 2 hours of support. Tried to restart the impella several times, replaced console and eventually the impella was removed. The patient decompensated and needed medical support for the procedure. The patient's pci was cancelled and rescheduled for when impella support possible.